Manufacturer narrative:
The (B)(4) has been allocated to this event by rayner intraocular lenses limited. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of our existing vigilance data, from the month of manufacture of the c-flex aspheric 970c iol ((B)(6) 2011) was conducted in order to determine if any trends existed. This review concluded that, no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4). Despite various attempts made by vigilance personnel to obtain add'l info on the reported event, no further info has been forthcoming from the reporter. Without the ability to examine the device and without clear event details being provided a failure mode and root cause cannot be ascertained.

Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a c-flex 570c iol. The event description provided states "while injecting some black power settles on the lens".